Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4. Reference MFR. Report: 3006705815-2017-00233, 1627487-2017-01301, 1627487-2017-01302. The patient has two leads implanted. Since it is unknown which lead was explanted in reference MFR. Report: 1627487-2016-06491, all suspected lots are being reported. It was reported the patient experienced ineffective and unintended stimulation despite reprogramming attempts. Diagnostics indicated multiple low impedance measurements. Surgical intervention is planned as the next course of action.